Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was blood leaking from the catheter and a new line had to be replaced since the patient lost 6-7ml of blood, they had caught it before further blood loss.

Event description:
Additional information received stated that the patient went into svt 4 times during their shift (all of the svt episodes occurred before we noticed the cracked uvc). And they had to give adenosine 4 times to get the baby back into normal sinus rhythm. After the 3rd episode of svt, the physician thought the uvc was too deep (thus irritating the heart and causing svt), so they pulled it back and re-sutured it in place, the baby again had another episode of svt and after the physician pulled back the uvc, they noticed that the uvc was cracked.

Manufacturer narrative:
Additional detailed information related to the event as provided by the customer. Additional patient code added based on additional information provided by the customer.